Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709, lot# l79681, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported there was an alarm due to zero ml reservoir volume that was heard and confirmed by telemetry on the day of report. It was noted the only order was to stop the pump. It was noted the health care provider (hcp) entered 5ml as the reservoir volume, so they could program the pump, but 5ml was not actually in the pump. It was noted the patient came groggy and unresponsive ¿16-17 days ago.¿ it was noted the pump was turned off for 12 hours, and then turned back on. The pump was used to deliver hydromorphone and clonidine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.